Event description:
Per the audiologist's report, this patient's skin flap is too thin and her device is extruding in some areas. Her surgeon planned to perform a revision surgery in which he will debride the site and revise the flap to cover the device. The surgery was scheduled for 2006.